Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of one device found wear due to the cap having contact with the chuck pusher. The device did not heat up during evaluation. This device is being replaced with an upgraded device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest tradition pro handpiece overheated. No injury resulted in the event.